Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the implantable pulse generator (ipg) yielded varying threshold results, with varying sensitivity settings. The ipg also read far field r-wave (ffrw) where there were no markers to suggest that they occurred. The ipg remains in use. No patient complications have been reported as a result of this event.